Manufacturer narrative:
(B)(4). The device was received in good physical condition. It was evaluated with a test instrument and a ¿no uses remaining- replace hand piece¿ alert screen was displayed by the generator when it was connected to perform the functional testing. Further analysis confirmed that the hand piece has already been used 95 times. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The handpiece is a re-useable instrument with a limited service life. The device is programmed with a counter to limit the service life to 95 procedures. The ¿no uses remaining- replace hand piece¿ alert screen advises that the hand piece has reached the end of life. This is not related to a functional failure. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, ¿relax pressure on blade¿ was displayed frequently. Although the gen11 and the hp054 were replaced, the error was not restored. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.